Event description:
It was reported that after a percutaneous transluminal angioplasty procedure, arteriotomy closure was attempted of the common femoral artery using a starclose se device. Reportedly, after making an approximately 5-7mm incision, the subcutaneous tissue was spread all the way down to the vessel. During device deployment, after the clip applier was attached to the exchange sheath, the vessel locator button was pushed fully forward until it locked into the clip applier body, the expected muted click was heard, initial splitting of the exchange sheath was visible, and the #2 was visible in the window indicating completion of the step. However, during an attempt to locate the access site, although the operator maintained the correct angle of the tissue tract and gently pulled backwards to place the locator wings against the anterior surface of the arterial wall, the device slipped out from the vessel losing vessel access. It was believed that the locator wings did not deploy correctly. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cause of the loss of vessel access was confirmed. The control wire detached from the control barrel during use, which would cause the vessel locator wings not to deploy translating into the reported loss of arterial access and failure to deploy vessel locator wings experience. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The cause of the event was most likely due to an isolated manufacturing error and is not believed to be indicative of the device lot. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions have been conducted. The performance of these devices will continue to be monitored.